Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use (IFU), quality control (qc), specifications, trends and a visual inspection of the complaint product was conducted for the purpose of this investigation. The balloon catheter was returned in two pieces through an introducer, with a portion of the balloon missing. As part of the balloon was missing, we could not determine if the balloon first ruptured linearly or circumferentially, but ultimately circumferential tear did occur. The proximal portion contained the balloon catheter on an introducer. The catheter was cut just distal to the proximal balloon bond. The distal piece had only 1.2 cm of the balloon (including the bonded area) remaining and the tubing was accordioned which was likely due to the user attempted to withdrawal the ruptured balloon through the introducer, causing resistance and ultimately the accordioning and the need to cut the balloon catheter. The user stated that the device ruptured at nominal pressure. The nominal pressure of this device is 8 atm and the rated burst pressure is 11 atm. Over-inflation is not believed to be the cause of the rupture. Balloons are designed to burst linearly, but the burst may occur circumferentially under difficult anatomy or anatomy containing sharp calcifications. Additionally, a balloon may tear circumferentially after a linear burst due to the same reasons, or if withdrawal was attempted through a sheath against an IFU. If a balloon burst and withdrawal was attempted through a sheath, balloon rewrap would be difficult often causing resistance and potentially tearing the balloon/catheter. A circumferential burst or tear increases the chances of separation and difficult withdrawal as rewrap would become more difficult. Often times if a balloon that tore circumferentially is attempted to be withdrawn through a sheath, the balloon will bunch up or invert on itself creating a higher potential for separation. In this case, this was attempted by the user (as reported and as seen by the accordioned tubing) which resulted in the user cutting the catheter from the patient requiring additional intervention to remove the separated piece(s). The IFU states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. There is no evidence to suggest that the device was not manufactured per specifications. The root cause for balloon rupture cannot be determined. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
The event occurred during a procedure for restenosis after stent placement (another manufacturer's), which were placed on the both cia. The stent placement was performed by ipsilateral retrograde approach. Two balloons (one cook pta5 and one from another manufacturer's) were advanced, from both femoral artery to perform kissing balloon technique to treat restenosis. When the physician attempted nominal pressure, the cook pta5 balloon ruptured circumferentially (1820334-2015-00557). After the balloon rupture, the physician used another balloon (cook pta5) to perform kissing balloon technique again; however, it ruptured at nominal pressure. The device became stuck in the sheath when the physician attempted to remove from the patient; however, it was removed and no adverse effect to the patient. Additional information received on 26 august 2015: during the attempt to remove the second balloon, the physician accidentally withdrew the sheath before removing the balloon. He then, attempted to remove the balloon directly, however since the balloon had a pinhole and could not deflate completely, he was unable to remove the distal end of the balloon from the patient body. Therefore, he cut the balloon device at the exited portion from the body of the patient. The brachial artery was punctured additionally and inserted the wire guide to perform pull through to fa. The separated part of balloon was pushed out and exited from brachial artery at the end. At final angiography, the physician confirmed any section of the device did not remain inside of the patient's body. (Subject of this report - 1820334-2015-00558) another device (another manufacturer's) was used to complete the procedure. No adverse effect to the patient have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The event occurred during a procedure for restenosis after stent placement (another manufacturer's), which were placed on the both cia. The stent placement was performed by ipsilateral retrograde approach. Two balloons (cook pta5-35-80-8-4.0 and one from another manufacturer's) were advanced from both femoral artery to perform kissing balloon technique to treat restenosis. When the physician attempted nominal pressure, the pta5 balloon ruptured circumferentially (1subject of this report 1820334-2015-00557). After the balloon rupture, the physician used another balloon ( cook pta5) to perform kissing balloon technique again, however it got ruptured at nominal pressure. The device got stuck in the sheath when the physician attempted to remove from the patient, however it was removed and no adverse effect to the patient. Additional information received on 26 august 2015: during the attempt to remove the second balloon, the physician accidentally withdrew the sheath before removing the balloon. He then, attempted to remove the balloon directly, however since the balloon had a pinhole and could not deflate completely, he was unable to remove the distal end of the balloon from the body of the patient. Therefore, he cut the balloon device at the exited part from the patients' body. Then, brachial artery was punctured additionally and inserted the wire guide to perform pull through to fa. The separated part of balloon was pushed out and exited from brachial artery at the end. At final angiography, the physician confirmed any section of the device did not remain inside of the patient's body. (1820334-2015-00558). Another device (another manufacturer's) was used to complete the procedure. No adverse effect to the patient have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation. This follow up was created to submit initial MDR# 1820334-2015-00558, since it had already been used in the initial MDR for 1820334-2015-00557. This report was later corrected on a follow up.

Event description:
The event occurred during a procedure for restenosis after stent placement (another manufacturer's), which were placed on the both cia. The stent placement was performed by ipsilateral retrograde approach. Two balloons (one cook pta5 and one from another manufacturer's) were advanced, from both femoral artery to perform kissing balloon technique to treat restenosis. When the physician attempted nominal pressure, the cook pta5 balloon ruptured circumferentially (1820334-2015-00557). After the balloon rupture, the physician used another balloon (cook pta5) to perform kissing balloon technique again; however, it ruptured at nominal pressure. The device became stuck in the sheath when the physician attempted to remove from the patient; however, it was removed and no adverse effect to the patient. Additional information received on 26 august 2015: during the attempt to remove the second balloon, the physician accidentally withdrew the sheath before removing the balloon. He then, attempted to remove the balloon directly, however since the balloon had a pinhole and could not deflate completely, he was unable to remove the distal end of the balloon from the patient body. Therefore, he cut the balloon device at the exited portion from the body of the patient. The brachial artery was punctured additionally and inserted the wire guide to perform pull through to fa. The separated part of balloon was pushed out and exited from brachial artery at the end. At final angiography, the physician confirmed any section of the device did not remain inside of the patient's body. (Subject of this report - 1820334-2015-00558). Another device (another manufacturer's) was used to complete the procedure. No adverse effect to the patient have been reported.